Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reported "severe symptoms of nausea, memory loss, vertigo, and major fatigue.. After I got my breast implants. My symptoms started with hair loss, fatigue, sleep problems, and headaches. Symptoms continued for years, with labs coming back normal.. Awful illness that made me feel like I was close to death; with heart palpitations, shortness or breath, rapid weight-loss of close to 30 pounds, fatigue, dizziness (I could hardly drive), nausea, tested positive on an ana, sleep problems, itchy skin, body aches, night sweats, pain in my breast (especially the left which had capsular construction).. Memory loss, constipation (gut problems), hair loss, and more... I was sick. Very sick.. Symptoms I am still having after explant." This record relates to the left side. The device has been explanted.